Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged, but there was a non-original equipment manufacturer (OEM) cord sent with the pump. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The pump will be quarantined due to non-OEM power cord.

Event description:
It was reported that the pump exhibited plunger not detected error. There was no patient involvement.